Event description:
The initial reporter received questionable creatinine (creap2) results from 520 patient samples tested on the cobas c 503 analytical unit. The following are examples of discrepant creap2 results: patient sample 1 the initial result from the analyzer was 141 umol/l the repeat result from another analyzer was 46.9 umol/l. Patient sample 2 the initial result from the analyzer was 92 umol/l. The repeat result from another analyzer was 62 umol/l. Patient sample 3 the initial result from the analyzer was 117 umol/l. The repeat result from another analyzer was 64.8 umol/l. Patient sample 4 the initial result from the analyzer was 160 umol/l. The repeat result from another analyzer was 66.7 umol/l. Patient sample 5 the initial result from the analyzer was 111 umol/l. The repeat result from another analyzer was 38.4 umol/l. The physicians questioned the initial results, prompting the patient samples to be rerun. The follow-up results matched the repeat results.

Manufacturer narrative:
The serial number of the customer's cobas c 503 analytical unit is (B)(6). The field service engineer inspected the analyzer and found a buildup at the tip of the sample probe. He replaced the probe and adjusted its movements, adjusted the rinse levels, and replaced the spring of the sample probe. He performed qcs with successful results. The investigation is ongoing.

Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) were updated. The investigation reviewed the data set provided by the customer: the sample foam detection (sfd) images of patient samples processed at the customer's site showed multiple films or white particulate matter on the patient sample surfaces, which could interfere with aspiation. The alarm trace had multiple sample quality alarms. The investigation determined that the event was consistent with sample quality issues at the customer's site. The investigation did not identify a product problem.

Manufacturer narrative:
On (B)(6) 2025, new questionable creatinine (creap2) results from patient samples tested on the cobas c 503 analytical unit were reported: patient sample 6 on (B)(6) 2025: the result of the patient sample was 438 umol/l. The result did not match the patient's clinical picture. The result of a previous patient sample was 40-50 umol/l. Patient sample 7 on (B)(6) 2025: the result of the patient sample was 160 umol/l. The result did not match the patient's clinical picture. The patient had a consistent result of 70-80 umol/l. Patient sample 8 on (B)(6) 2025: the result of the patient sample was 37 umol/l. The result did not match the patient's clinical picture. The patient had a consistent result of 100-110 umol/l. On (B)(6) 2025, new questionable creatinine (creap2) results from patient samples tested on the cobas c 503 analytical unit were reported: patient sample 8 on (B)(6) 2025: the initial result from the analyzer was 76.1 umol/l. The repeat result on autorepeat for duplicate testing was 76.6 umol/l. The repeat result from another analyzer was 159 umol/l.. The results did not match the patient's clinical picture. The repeat result from the analyzer was 133 umol/l. The repeat result from the other analyzer was 134 umol/l. The other repeat results (10x) were 132-136 umol/l. The repeat result of 133 umol/l was reported. The customer they noted dried fibrin on the wall of the sample when they ran the patient sample on the third and fourth time.